Event description:
It was reported that the customer experienced multiple sensor issues on the insulin pump. It was reported that the customer was hospitalized due to a broken ankle, nothing to do with the insulin pump. Customer stated that the dates for her last medical assistance occurrence were on (B)(6) 2013 and (B)(6) 2014. Customer stated that she has not had any malfunctions with the system nor has she needed any emergency medical assistance because of pump issues. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.